Event description:
Patient presented to the physician with a hematoma at the ipg incision. Physician brought the patient into the operating room, cleaned out the hematoma, and closed. This resolved the issue.